Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking of maintenance IV fluid infusing at 100ml/hr below the alaris pump chamber. The tubing was changed and the customer was unable to replicate the event with the new primary tubing set. Event occurred on 6200 unit. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.